Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery, that the driver tip broke tightening a screw. The surgery was completed with another driver after a 2-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00644 for the driver involved in this event.